Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). Mfg. Site name (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 365¿m laser fiber was used during a ureteroscopy (urs) procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser settings used were 8hz and 1200mj. According to the complainant, during the procedure, the tip of the laser fiber broke off while lasering the stone. The tip of the laser fiber fell inside the patient. The detached tip was too small to be retrieved with a basket. Flushing was also done by the physician. The procedure was not completed and the patient will come back after a week to take out all the stones. There were no reported patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.